Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implantable pulse generator (ipg) implant, pacing lead repositioning was attempted with the lead ultimately being replaced for an unknown reason. During the revision procedure the replacement lead could not be connected to the ipg. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.